Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a stapled prolapsectomy with double staplers, the surgeon noted that the anterior resection wasn't completely sutured because the clips weren't closed. So the surgeon recovered the clips from the operated area, and he carried out this operation by manual sutures.